Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in loss of manual ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the damage to the adjustable pressure limiting valve would not affect product performance. Therefore, there was no reportable malfunction.